Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (battery charger problem, charger emitting ¿chatter¿, touchscreen will not respond) was confirmed due to burnt and defective u600 component on the bedside board pca. The charger was unable to power on and the touchscreen was non-functional. The root cause of the burnt and damaged component was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem.